Event description:
Post op patient on medsurg unit receiving diluadid at 0.5mg/hr continuously with 0.4mg bolus and a 6 min lock out. Five hrs post op the patient had depressed respirations at rate of 6 or possibly 8/min. Pt was treated with narcan and transferred to ICU for observation with resolution of respiratory depression. The patient has subsequently recovered and has been discharged home with no sequela of event. Device event logs returned for evaluation. The log review indicates the device was powered on and the pca module was selected and a bd 30 syringe was selected from the menu. Estimated volume in the syringe was 27.0592 mls. The user then programmed as follows: hydromorphone 30mg/30ml, mode = pca + continuous, pca dose = 0.4 mg. Lockout int = 6 minutes, max limit = 12 mg/4 h, continuous = 0.5 mg/h. When these parameters were confirmed by the user a guardrail warning occurred indicating "lockout interval is below guardrail limit of 10. Proceed?" The user then chose to proceed and received another guardrail warning that "max limit exceeds guardrail limit of 4 mg. Proceed?"

Manufacturer narrative:
The user again elected to proceed and the infusion was started. At 9:15 pm the channel was stopped. Volume infused from the start of the infusion was 4.5935 ml. This included 2.0 ml (mg) via five pca request and 2.5935 ml (mg) via continuous infusion mode. Event log review shows that the patient appeared to receive the narcotic ordered, however the dose was over the max limit designated by the hospital. The user acknowledged this and over rode the alert. Device was requested but not returned for investigation. Patient information requested and all available information is included. This report was filed by the manufacturer.